Manufacturer narrative:
On 22-nov-2021, bwi received additional information regarding the event. The valve broke. The sheath was being used on the patient. Air did not enter the patients body. This issue did not require percutaneous or surgical removal. Blood return was observed. Hemodynamics were compromised due to bleeding. The approximate volume of blood that was lost was a few drops, but the exact amount is unknown. No medical intervention was required to stop the bleeding. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The hemostatic valve was damaged. The sheath hemostatic valve injury occurred 5 minutes after the sheath was used. Completed with exchange of competitor's sheath. The procedure was completed without patient's consequence. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001480 number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).